Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) coronary artery. During introduction of the stent delivery system into the guide catheter, the physician "felt a stent's movement." Therefore, he withdrew the sds. Upon removal, it was noted that the distal shaft of the catheter had broken. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as stable. Further information has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.